Manufacturer narrative:
Results - product performance engineering was unable to determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was contrast visible in the inflation lumen and balloon. The stent implant was dislodged from the balloon and not returned. The balloon was loosely folded. There were slight crimp marks visible on the balloon between the markers. There was no damage noted to the sds. The stent implant outer diameters could not be measured due to the stent implant not being returned. Product performance engineering reviewed the incident information and results of the returned device analysis factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressuring during sheath removal, forced sheath removal, incorrect sheath sizing, improper or inadequate crimping at the time of manufacturing. Analysis of the returned sds without the stent implant indicates presence of slight crimp marks on the loosely folded balloon (crimp marks are less apparent after balloon inflation) that were between the markers, suggesting that the stent implant was at least crimped onto the balloon at the time of manufacturing. In this case, it was reported that the stent implant might have dislodged during the removal of the protective sheath. It is possible that the protective sheath may have been forcefully removed thereby causing the stent dislodgement. The stent implant and protective were not returned, which may have assisted in the investigation. Ultimately, the root cause is unknown. The balloon of the returned sds was noted loosely folded, which is consistent with the reported information of inflation of the balloon inside the patient before noticing that the stent implant was not on the balloon. It should be mentioned that it is prescribed in the instructions for use (IFU) that: "prior to using this device, carefully remove the system from the package and inspect for bends, kinks, and other damage. After removing mandrel, remove the protective sheath carefully with holding its distal end. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted". Product performance engineering will monitor the incident circumstances. A review of the finished device lot history record did not reveal any non-conforming material reports for either the original lot or the rework lot. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rational: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that after inflating the stent delivery system (sds) inside the patient's body, it was confirmed over the angiogram that the stent had not been mounted. The stent was found on the tray. The sds was changed to another company's device and the procedure was completed. It was noted that the stent may have dislodged while removing the protective sheath although, it was removed it as usual. No additional event or patient information is available.